Manufacturer narrative:
This report is submitted on december 1, 2022.

Event description:
Per the clinic, the patient experienced redness and irritation at magnet site in may 2021 (specific date not reported). The patient was treated with a topical ointment and the issue resolved.